Event description:
It was reported that the device exhibited error code 41541. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the display glass scratched and the downstream occlusion (dso) seal had bubbles. Event history log review was not applicable. Functional testing was able to replicate and confirm the reported issue; the cassette sensor was non-functional. The root cause was unknown. The cassette sensor was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.